Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the user was unable to pull medication. A technical support specialist (tss) stated that the user had not responded after three follow_up attempts, so the case was closed. The user was informed that if the issue reoccurred, support would assist in creating a new case. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user was unable to pull the medication cbx9_blsmed bag. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.